Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient has a bone disease which causes their bones to break. Patient reports also having some broken bones. Patient described the area as open raw and red bruise from friction of strap and rubbing of strap. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation outcome of the irritation is unknown.